Event description:
The account alleged that the foot down function is not working.

Manufacturer narrative:
The technician found that the wires were shorted together inside the foot hi/low limit switch, copper to copper. This shorted the logic and connector boards. The technician replaced the limit switch, logic and connector boards to repair the bed.